Event description:
Report alleges the balloon does't inflate evenly on pretest. Date incident occurred was 7/23/96. The device was not used on a pt. Unable to determine lot number with catalog number provided.